Manufacturer narrative:
No samples were returned for investigation. Manufacturing review of the cangaroo envelope device history records for the reported event could not be completed as the lot/serial numbers were not provided. It is also noted that per the instructions for use (IFU-art-20828a) provided with the finished cangaroo envelope device, both "infection" and "hematoma" are listed as potential complications associated with this procedure and device usage. It is unknown if the device was explanted. Per the physician, no attempts were made to culture patient's wound for confirmation of infection. No other symptoms were mentioned for the event. Therefore, this event will be reported as a "hematoma" event. Should more information be received indicating the presence of infection, this report will be updated.

Event description:
An aziyo sales manager reported a conversation with a physician on (B)(6) 2021. The physician remarked that he had two (2) patients return "a couple of weeks ago" with "open pockets" following the implant of a pacemaker with an aziyo cangaroo envelope. The physician stated that the incisions were open but not the cangaroo pocket inside. The physician first indicated that the patients were infected. With further questioning, the physician said he had not cultured either patient and that it was possibly just a hematoma event in each case. He sent both patients to the electrophysiology lab for "lead extractions". Multiple attempts to obtain more information from the physician were unsuccessful. This report is regarding 'patient b'.